Manufacturer narrative:
Date of event: mid (B)(6) 2019. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Implant date: early (B)(6) 2019. Explant date: mid (B)(6) 2019. Occupation: physician. Product manufacture date unknown; lot number not provided. Investigation into this feedback included: a review of the feedback details, communication with the associated cook area representative, and a review of the biodesign duraplasty graft fp0095-01e. Per the IFU, "the biodesign® duraplasty graft is designed to augment skull base repair where layering techniques such as bony buttressing, pedicled flaps or vascularized pedicled flaps and packing are currently used. The graft should not replace standard layering techniques or be implanted as a stand-alone repair." The IFU does list csf leak amongst the potential complications. Additionally, the IFU notes that "closed suction wound drainage is recommended for 1 - 3 days postoperatively." The root cause, of the patient's csf leak, is possibly due to user technique, but inconclusive. Per the IFU, "the graft should not replace standard layering techniques or be implanted as a stand-alone repair." The complainant did not provide any photos or the explanted device; therefore, root cause of the reported hole in the graft is also inconclusive. Factors that could have contributed to the outcome include, but are not limited to, user technique and incidental cutting of the graft during placement or reoperation. Csf leak is a known potential complication of the surgical procedure with or without the use of the graft.

Event description:
Dr. (B)(6) performed an endoscopic transplanum and transtuberculum approach and resection of a meningioma on an otherwise healthy male. The tuberculum and planum sphenoidale meningioma was causing the patient vision loss. The biodesign duraplasty graft was placed in an overlay fashion for the extracranial skull base repair. Dural glue and nasopore were used to hold the graft in place. No drains were placed. The patient did not have any pre op or post op infections. The patient presented with a cerebral spinal fluid leak (csf) ten days after surgery. The patient then underwent a revision skull base repair with a nasoseptal flap. There was a pinhole leak in the center of the graft. The remainder of the graft had successfully taken to the patient. Dr. (B)(6) peeled the graft off the bone and harvested the nasoseptal flap for the revision repair. The patient no longer had a csf leak at one week post revision surgery.